Event description:
The end user via a letter to the pharmacy where they bought the device complained of erroneous readings of their blood sugar (low) results, compared to the hosp values. They claim they were in the hosp for 4 days for symptoms of hyperglycemia. Home diagnostics inc. Has not been given the opportunity to verifiy the functionality of the device.